Manufacturer narrative:
H6- medical device problem code: 1401. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. On (B)(6) 2021. The patient experienced extreme myopia and miostat was used. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. On (B)(6) 2021. The patient experienced extreme myopia and miostat was used. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.